Manufacturer narrative:
The local area field representative was contacted for troubleshooting and patient outcome. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that third party electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed suspected right ventricular (rv) lead loss of capture (loc). Further evaluation in clinic was recommended. This rv lead remains in service. No adverse patient effects were reported.